Manufacturer narrative:
Concomitant medical products: bactiseptic liquid skin infectant (2% chlorhexidine and 70% alcohol) qn# (B)(4).

Event description:
The complaint is reported as: "the 66-year-old male patient received anaesthesia for a scheduled resection of segment 6 of the liver due to a liver tumour. An arterial line and a chlorhexidine-coated central venous catheter (cvc) were set up. Anaesthesia was induced using fentanyl, propofol and rocuronium, while continuous IV infusion of propofol was used for maintenance. The patient also received cefazoline (2 g IV). During the irrigation of the cvc, there was a drop in saturation (down to 70%), breathing was not audible and bp fell to 60/30 mm hg. The patient received intravenous boluses of ephedrine and phenylephrine, which did not produce any effect, so IV epinephrine (100 mcg) was administered, with minimal improvement. The dose of 100 mcg of adrenaline was repeated, after which the patient's saturation and condition improved. As an anaphylactic reaction was suspected (other causes of the drop in saturation were ruled out - the correct position of the tube was determined using a bronchoscope; pneumothorax was ruled out by ultrasound), the patient received IV clemastine and methylprednisolone. The saturation started to decrease again 20 minutes later. The cvc was removed (without further measures) with immediate improvement. After one hour, an arterial blood gas analysis and chest x- ray showed no abnormalities. The patient was woken up and extubated. The patient did not undergo the scheduled operation. The value of serum tryptase measured at the time of the event was 21.50 mcg/l, 14.4 mcg/l one hour after the event and 2.38 mcg/l the following day, thus confirming an allergic reaction. Based on the time course of events, this was most likely an anaphylactic reaction to the chlorhexidine with which the cvc was coated. The patient subsequently underwent testing, where the allergy to chlorhexidine was also confirmed."

Event description:
The complaint is reported as: "the 66-year-old male patient received anaesthesia for a scheduled resection of segment 6 of the liver due to a liver tumour. An arterial line and a chlorhexidine-coated central venous catheter (cvc) were set up. Anaesthesia was induced using fentanyl, propofol and rocuronium, while continuous IV infusion of propofol was used for maintenance. The patient also received cefazoline (2 g IV). During the irrigation of the cvc, there was a drop in saturation (down to 70%), breathing was not audible and bp fell to 60/30 mm hg. The patient received intravenous boluses of ephedrine and phenylephrine, which did not produce any effect, so IV epinephrine (100 mcg) was administered, with minimal improvement. The dose of 100 mcg of adrenaline was repeated, after which the patient's saturation and condition improved. As an anaphylactic reaction was suspected (other causes of the drop in saturation were ruled out - the correct position of the tube was determined using a bronchoscope; pneumothorax was ruled out by ultrasound), the patient received IV clemastine and methylprednisolone. The saturation started to decrease again 20 minutes later. The cvc was removed (without further measures) with immediate improvement. After one hour, an arterial blood gas analysis and chest x- ray showed no abnormalities. The patient was woken up and extubated. The patient did not undergo the scheduled operation. The value of serum tryptase measured at the time of the event was 21.50 mcg/l, 14.4 mcg/l one hour after the event and 2.38 mcg/l the following day, thus confirming an allergic reaction. Based on the time course of events, this was most likely an anaphylactic reaction to the chlorhexidine with which the cvc was coated. The patient subsequently underwent testing, where the allergy to chlorhexidine was also confirmed."

Manufacturer narrative:
Continuation of d11: , bactiseptic liquid skin infectant (2% chlorhexidine and 70% alcohol). (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The instructions for use (IFU) provided with arrow kits warns, "the arrowg+ard blue plus antimicrobial catheter is contraindicated for patients with known hypersensitivity to chlorhexidine, silver sulfadiazine and/or sulfa drugs." The arrowg+ard blue plus kit insert warns the user, "remove catheter immediately if adverse reactions occur after catheter placement. Chlorhexidine containing compounds have been used as topical disinfectants since the mid-1970's. An effective antimicrobial agent, chlorhexidine found use in many antiseptic skin creams, mouth rinses, cosmetic products, medical devices and disinfectants used to prepare the skin for a surgical procedure." The insert also states, "perform sensitivity testing to confirm allergy to catheter antimicrobial agents, if adverse reaction occurs." The report of a catheter related allergic reaction was confirmed based on the customer report. The customer report confirms that the patient had an allergy to chlorhexidine. Although the finished good part number is unknown, the customer report stated that the catheter used was chlorhexidine coated. The labeling provided with coated cvc catheters states the arrowg+ard blue advance antimicrobial/antithrombogenic catheter is contraindicated for patients with known hypersensitivity to chlorhexidine. The labeling also instructs users to "perform sensitivity testing to confirm allergy to catheter antimicrobial agents if adverse reaction occurs." Based on the customer report and that the patient had a confirmed allergy, unintentional use error (patient condition) likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.